Event description:
Registered nurse attempted to prime tubing with a ns bolus. Top chamber filled but fluid would not run through tubing. This rn attached a 3-way stopcock and syringe to the end and attempted to draw the fluid through, but it would not flow. All clamps open.